Event description:
A report was received that during a revision, the physician noticed pus at the lead site. The revision was aborted due to a possible infection. The physician does not believe the infection was device or procedure related. The patient was given IV and oral antibiotics and the symptoms have resolved.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.